Event description:
It was reported that blood was seen in the tubing after approximately three days of intra-aortic balloon (iab) therapy. There was reverse blood to the helium gas line and the intra-aortic balloon pump (iabp) connection. Approximately 20 minutes later, the iab was removed. There was no change in the patient's vitals before or after removal and therapy was completed. When checking the alarm history, only one gas gain alarm had occurred in the iab circuit near the time of removal. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. Two kinks were found on the catheter tubing approximately 40.9cm and 42.4cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.025cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.